Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, when putting the tfna trays back together, there was inability to remove the buttress wheel from the blade/screw guide sleeve. There were stripped threads discovered. There was no delay to surgery, and no negative impact on the patient. This report is for one (1) blade/screw guide sleeve this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.037.017. Lot # 2l04418. Manufacturing site: werk bettlach. Release to warehouse date: december 27, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 2l04418) was returned and received for analysis. Upon visual inspection, the threads of the proximal section appear to be stripped, most likely causing mating issues. Device failure/defect identified? Yes. Functional test: when the compression nut is being rotated it gets stuck at the stripped threads along the blade guide sleeve. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Can the complaint condition be replicated? Yes, the complaint condition can be replicated during functional test. Document/specification review: current and manufactured revision. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (blade/screw guide sleeve) is confirmed as the threads were found to be stripped leading to the mating issue with the buttress nut. The root cause for the damage to the threads cannot be determined from the available information, but is likely caused by application of unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.